Event description:
The affiliate reported: the surgeon suspects shunt control changed during MRI and/or shunt is broken (because MRI) because she can not adjust this shunt anymore. The surgeon tried to adjust the shunt again, but not sure whether successful reliably.

Manufacturer narrative:
It has been communicated that the device and/or lot information is not available for evaluation. Without the device and/or lot information, it is not possible for codman to conduct a proper investigation. If at some point the device and/or lot information does become available, this complaint will be re-opened, evaluated and a follow up report will be filed. Trends will be monitored for this and similar complaints. At the present time, this complaint is considered closed. Device not returned.